Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/05/2015 with the following findings: no pump reboot events were observed in the black box to support a power loss event. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment and the battery cap was undamaged. The returned battery cap was used for a 24 hour test without any reboots. Unrelated to the initial allegation, the display screen was dim and discolored.